Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-04917. It was reported the physician replaced the patient's lead and ipg due to multiple major falls, and the stimulation had become ineffective. X-ray revealed the lead had migrated. It was reported the physician was concerned about the integrity of the ipg due to the falls, so the ipg was replaced. Follow up identified the patient had effective coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.